Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. It is noted the patient previously underwent an arthroscopy in 2018 for excision of scar tissue. No components were revised during the procedure. Adhesion/scar tissue removal is captured on the current complaint as the same issue was once again addressed during the revision on (B)(6) 2019. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pain, effusion, adhesions, instability, a palpable and audible click with pressure over the patella, and tibial tray loosening at the cement to implant interface. The tibial insert, tibial tray, and femoral component were revised. The patellar component was retained. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2015; dor: (B)(6) 2019 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: g2.